Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Nozzles have foreign objects. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section rubber has a crack. Plastic distal end cover has a scratch. Objective lens has a scratch. Lock engagement lever has a scratch. Lock engagement knob has a scratch. Up/down knob has a scratch. The right/left knob has a scratch. The protector of universal cord on scope connector side has a scratch. The scope cover has a scratch. Connecting tube has a dent. The switch box has a scratch. Scope cylinder is shaved. Scope connector has a scratch. Universal cord has a scratch. Grip has a scratch. The control unit has discoloration and scratch. Indication on scope connector is peeled. Electrical connectors have discoloration due to water leakage. Foreign material related questionnaire found that the device was cleaned disinfected and sterilized before it was sent to olympus. The device was inspected before use. Unknown when the foreign material was adhered to the endoscope. There was no delay in the start of precleaning (was there a time lag between the end of clinical use and the start of precleaning). The air/water nozzle was flushed with water and air. The air/water nozzle was flushed with detergent solution. There were abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in the detergent solution. The air/water nozzle was wiped/bruhed with clean lint-free cloths, brushes, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water flow issues from the air/water flow system. The issue was found during a diagnostic procedure which was completed using a similar device. Inspection and testing of the returned device found foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.